Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
Treatment of a small wide necked aneurysm measuring approximately 5mm located in the left p-comm (posterior communicating) artery. The patient¿s anatomy was fairly severe in tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 25mm) opened distally but was having a difficult time opening around the ophthalmic curve. The treating physician decided to remove the pipeline by trapping the pipeline braid between the capture coil and catheter and the procedure was completed with a new device. Once the pipeline was removed from the patient, it was observed to be tapered in the middle and fully opened with some manipulation. No patient injury was reported as a result of the procedure.